Manufacturer narrative:
Concomitant medical products- model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent from the hospital. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead appeared to display some intermittent t-wave oversensing (twos) on the presenting electrograms (egm). It was noted that the twos do not appear on any of the recorded episodes. It was verified via follow-up with the company representative that no reprogramming had been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.